Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture of the right implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture, was reviewed on 27-march-23. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported rupture of the right implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the right implant. Device has been explanted and replaced with a non-allergan device.